Manufacturer narrative:
Device returned to manufacturer on: unknown. Used investigation date. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 6029769 with the incident lot was observed. What is most likely occurring is that the users have not fully accessed the patient¿s vein prior to drawing a tube. This is a training issue. Users must ensure they see the flash before they insert the tubes if they want to avoid this. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder was observed to have blood pooled in flash chamber after the insertion of the needle onto the tube. No injury or medical intervention reported.

Manufacturer narrative:
The "date received by manufacturer" was corrected.